Event description:
It was reported that stent dislodgement occurred. The target lesion was located in an iliac vessel. A 7.0x20x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, when the device was attempted to be removed, the device got caught in the cross cut valve of the sheath and the stent came off the balloon outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.